Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported unintended movement (clip open while locked) and inability to close the clip could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked and inability to close the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and the leaflets were grasped without issues. The clip successfully established final arm angle (efaa); therefore, it was attempted to be deployed. However, while removing the lock line, the clip opened an additional 20 degrees. The clip was unable to be closed, but it was noted the clip remained stable on the leaflets and mr did not increase. Therefore, the clip was deployed, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.